Event description:
The manufacturer received a report that a trilogy evo ventilator experienced a circuit calibration error. The device was initially evaluated at the sales office, where active circuit calibration could not be completed successfully. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer for further evaluation. During functional testing, the reported issue was reproduced. Specifically, the device failed the calibration (active circuit leakage) test. Device log files were successfully downloaded and reviewed; no error codes or entries indicative of a device malfunction were identified. During internal inspection, contamination was observed on the flow sensor. The flow sensor was replaced to address this condition. Following replacement, the device successfully completed calibration, confirming resolution of the issue. It was determined that a failure occurred in the flow sensor including the impact from the contamination. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.